Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had not getting the no delivery. Customer's blood glucose at time of incident was 199 mg/dl. Customer's other blood glucose was 216 mg/dl and 247 mg/dl. The customer was treated with insulin pump. Based on customer report customer did not allege insulin pump was under delivering. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.